Event description:
It was reported, the patient was having issues with coupling while trying to recharge. The patient had not had stimulation for over 7 months. An ins overdischarge was suspected. A physician mode recharge was attempted by the patient but was not able to get the normal recharging screen. Additional information indicated, the patient was not able to recharge and was seeking replacement with a primary cell battery.

Manufacturer narrative:
(B)(4).